Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was unknown at the time of incident. Customer also indicated that the pump does not record the bolus amounts in the bolus history. Customer declined troubleshooting for the no delivery and only wanted to document the incident. Customer disconnected call at this point. There was no further information provided by the customer or by troubleshooting.